Event description:
Tip of tool broke off during spinal fusion procedure. Surgeon had drilled the pilot hole and was extracting the motor when the tool tip broke off into the patient. The tip was recovered during the procedure. There was no patient impact, the procedure was successfully completed.